Manufacturer narrative:
The analyzer's serial number is (B)(6). The calibration and qc were acceptable. The alarm trace showed "abnormal temp control" and "inc. Water level too low" alarms. The field service representative performed cleanings and decontaminations on the sample probe wash comb. He realigned the wash mechanism height and performed checks and tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable calcium gen.2 results for 1 patient sample on a cobas 6000 c501 module. The initial result was 12.29 mg/dl, and the repeated result was 9.31 mg/dl. The sample was repeated because the initial results were questioned.